Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was later received that this lead was fractured in two places. The physician was unable to remove the lead; therefore, the physician repaired the lead. The impedance measurement came down to 1700 ohms. The lead will be monitored.

Event description:
Boston scientific received information that this left ventricular lead had increased threshold measurements and impedance measurements greater than 2000 ohms. No adverse patient effects were noted.